Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. It should be noted that the electronic perclose proglide instructions for use states, ¿do not use the perclose proglide smc device or accessory if the packaging or sterile barrier has been previously opened or damaged or if the components appear to be damaged or defective.¿ in this case, it is likely that plunger pull may have caused the cuff miss. The root cause of the reported difficulties is likely due to use error. The subsequent treatments are related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after a percutaneous endovascular aneurysm repair interventional procedure using an 8f sheath. Reportedly after foot deployment, the device was pulled back to place against the vessel. The plunger was accidentally pulled and about to come out of the device body. Use of the device was continued. The plunger was pushed down. When the suture was pulled out of the device, the knot was noted to be not formed at all. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.